Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01377. It was reported the patient experienced a fall approximately two weeks ago and now she no longer has stimulation therapy in all of her pain areas. Impedance issues(high) on the right lead were observed. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01377. Follow-up identified the patient underwent revision surgery. The patient's right lead was removed due to impedance issue and replaced with a new one. In addition, the patient's scs system was reprogrammed postoperative and stimulation therapy was restored to her areas of pain. It is undetermined which of the patient's two leads was removed. Both leads are being reported as explanted.